Manufacturer narrative:
Continuation of d10: product ID 8637, serial# unknown, product type pump product ID 8637, serial# unknown, product type pump product ID 8703w, serial# unknown, product type catheter product ID 8703w,vserial# unknown, product type catheter product ID 8703w, serial# unknown, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8637, serial/lot #: unknown, product ID: 8703w, serial/lot #: unknown. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as specific event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "intrathecal baclofen pump complications in adults: rates, risk factors, and spinal cord injury in sights from a longitudinal cohort study." 2026. This retrospective cohort study included 281 patients who underwent intrathecal pump implantation at a single center from 1989 to 2025. The most commonly implanted models were synchromed I and synchromed ii 20 ml, and they were receiving baclofen via implantable pump. The patient's adverse events/device issues included: 2. 20 patient's experienced device erosion in which the pump or catheter became externally exposed, posing a risk of infection and typically necessitating device removal or repositioning. 3. 14 patient's experienced infections, primarily affecting the pump pocket or catheter. There were cases of localized pump pocket infection, catheter-related infection, and deep infection such as meningitis, all of which required medical treatment and, in some cases, surgical intervention. 4. 8 patient's experienced pump malfunctions which included intermittent or permanent motor failures, discrepancies between expected and actual residual volume during refill, or mechanical failures requiring pump revision or replacement. 5. 10 patient's experienced cerebrospinal fluid (csf) leakage where there was evidence of persistent leakage at the surgical site, often requiring surgical repair to restore system integrity.